Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: it was reported syringe packages do not have any printed information. To aid in the investigation, eight samples and two photos were provided for evaluation by our quality team. The samples came in sealed packaging blisters and the packaging top web has the printing missing. The two photos provided show the samples received. This defect can occur if the print head was dirty inducing the symptom reported by the customer. A device history record review was completed for provided material number 309653, lot number 0339242. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h.10.

Event description:
It was reported that the syringe 50ml ll tip 1ml 2 oz in 1/4 oz experienced no label or missing label information. The following information was provided by the initial reporter: material no: 309653 batch no: 0339242. On (B)(6) 2021, quality specialists quarantined impacted 4 units of bd 50ml syringes (product code 309653) as per local quarantine procedure. Nonconformance is that becton, dickinson 50 ml syringes packages do not have any printed information as compared to other units within the 50ml syringe case.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll tip 1ml 2 oz in 1/4 oz experienced no label or missing label information. The following information was provided by the initial reporter: material no: 309653, batch no: 0339242. On (B)(6) 2021, quality specialists quarantined impacted 4 units of bd 50ml syringes (product code (B)(4)) as per local quarantine procedure. Nonconformance is that becton, dickinson 50 ml syringes packages do not have any printed information as compared to other units within the 50ml syringe case.